Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements and noise. Surgical intervention was undertaken. The electrode broke into two pieces during the procedure. The entire electrode was able to be successfully explanted/removed, and a new electrode was implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.